Manufacturer narrative:
(B)(4)

Event description:
Customer spouse reported via phone call, the customer had passed away in a hospital. The customer was hospitalized on (B)(6) 2016 for unknown reason customer. Customer¿s spouse stated the customer had every diabetes complication and the customer also had heart disease. Customer¿s spouse was unsure if the customer had infection, however did state the customer had fever. Customer last blood glucose reading was 345. The customer was not wearing the insulin pump at the time of death; it had been disconnected by the doctors on (B)(6) 2016. The customer did not use the sensor feature on the insulin pump. Customer¿s spouse provided the information for a paradigm insulin pump, but customer had multiple insulin pumps. Customer¿s spouse returned multiple insulin pump for analysis.